Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, which successfully resolved the issue without recurrence. Customer was advised to continue using the pump and to contact support if the malfunction reoccurs.